Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was not communicating. A technical support specialist logged into the es server web page as a support user, navigated to settings > sync servers > configure 2.0, changed the setting client sync message acknowledge interval to 5, and hit save. The customer was advised to proceed with updating their critical override settings if the issue persisted. The hsv was monitored for the past few days, and the station was no longer showing as not communicating. The system functioned as intended after the technical support specialist repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary device not communicating. The customer stated that the malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.